Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo did not show evidence of underfill, as it was obscured by the label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® 9nc 0.109m 2.7 ml, five (5) tubes underfilled. No adverse impact was reported regarding the patient or user.